Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he experienced low blood glucose level. The customer's blood glucose level was under 40 mg/dl at the time of the incident. The customer was assisted in troubleshooting for low blood glucose level. It was reported that the customer was not alleging the insulin pump for over delivery. He also reported that the insulin pump was worn during a medical procedure. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test.